Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that no actions were taken to resolve the issue of the patient not being able to turn of the ins. They noted that the patient¿s chest stimulation, pain, shaking, and difficulty walking stopped on its own. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 that their pain condition had come from a fall down an elevator pit, which had occurred prior to having the spinal cord stimulation (scs) system implanted. The fall had caused upper back problems, sciatica, nerve damage, and pain in their upper extremities. Also, a laminectomy and fusion in l4/l5 had occurred prior to having the scs system implanted. The procedures had only made things worse. The patient stated that they were fully disabled, but the condition was not reported to be related to the scs device or therapy. There were complications following implant of the scs system where they could not get the programming right. It had been implanted for the patient's upper back, but it was "hitting hard" in their chest cavity and right lung. As a result, they could not use it for their upper back, and they turned that part off. However, the implantable neurostimulator (ins) did work for their lower extremities, and they used it for that. The patient had met with company representatives (rep) who were not able to get the programming right, but they met another rep who was able help with reprogramming. The patient was happy with how their ins was working at the time of report. The indication for use was failed back surgery syndrome. It was reported by the consumer on (B)(6) 2017 that in some ways the implant did not benefit. The patient felt relief when the implant was off. The patient could not walk or function when it was on. If the patient stepped, it intensified their whole body. When they turned it on it vibrated their chest cavity and their lower extremities shake regardless of how it was set either low or high. It was noted that the device was implanted due to failed low back surgery and sciatic nerve damage. It was reported that it did not work for the back and only hit the chest cavity and worked for their legs. When the patient had back spasms, having the device hurt the patient more. The upper back s pasms started in 2013 and had been occurring for the last 4 years. It was reported that the patient used a tens unit for upper peripheral issues although the patient also had lower issues. The patient did not want to have medication to fix their issues. The patient got vibration with the unit off. There was an instance where the battery died and when turned back on was at maximum amplitude. It was reported that after it was charged it eventually turned off automatically. It was reported that the patient had not been able to control or shut off the device until then. This occurred about 2 years. MRI guidelines were requested. It was reported that they had been disabled since 2008 and prior to implant had 9 surgeries which included elbow surgeries and a spinal fusion that had shifted. No further complications were reported.